Event description:
It was reported that the bronchovideoscope displayed a b30 error code (scope communication error). The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated: d9, h3, and h4. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: black image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.